Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colon resection / liver partial resection procedure, pad loose (no part fell into patient) after two hours. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.